Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with diaphragmatic stimulation one-day post system implant. It was noted that both the right atrial and right ventricular leads were dislodged. Right ventricular lead dislodgement was believed to be the cause of the stimulation. Twiddler's syndrome was suspected. The leads were successfully repositioned on (B)(6) 2018. The patient was stable post-procedure.

Manufacturer narrative:
Correction: the previously reported patient code of - muscle stimulation was incorrect. The correct response is- twiddlers syndrome.